Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having low and high blood glucose, therefore, the customer's doctor took the customer off insulin pump therapy and prescribed manual treatment of pen injections. The caller stated that the customer passed away on (B)(6) 2016. The cause of death was kidney failure. The customer was on dialysis, missed a dialysis appointment, then went into hospice care, where he passed away. The customer also had heart disease, heart attacks, and high blood pressure. The customer was taken off dialysis for six weeks and was placed back on dialysis by his doctor. The customer's blood glucose at the time of death was 120 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected approximately one month prior to passing due to fluctuation blood glucose. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that battery had been removed from the insulin pump a while ago.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2016 due to the insulin pump was returned without a battery installed.